Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose levels of 444 mg/dl to 600 mg/dl. The customer reported issues with the infusion set and insertion device. The customer did not troubleshoot the issues. The customer treated with the insulin pump. The insulin pump will not be returned for analysis.